Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation of the proximal femur, when attempting to drill the 2.8mm guide wires through their respective reconstruction holes in the antegrade femoral nail the wires consistently collided with the nail. Once the wires did go through the holes and the 5.0/6.5 reamer was used, this too collided with the nail. This occurred so often that the reamer damaged the nail. The initial nail was removed (420mm x 13mm), and a replacement nail reinserted. The second nail (400mm x 13mm) also had issues with the wire going through the holes correctly. The trocar assemblies were stiff and difficult to handle prior to the operation. Correct placement of the 6.5mm proximal hip screws was achieved and procedure was successfully completed, no patient harm was reported and a 90 minute surgical delay was reported. This report is for an unknown trauma guide wire. This is report 7 of 7 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/ explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.